Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to pseudotumor, discomfort, cloudy fluid around the joint, elevated metal ion levels, a slightly horizontal acetabular cup, erosions of the soft tissue around the gluteus medius, grayish discolored tissue, synovitis, cystic lesions and hypertrophic bone. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
Corrected:correction/removal reporting number.the asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege since surgical implantation, pt has suffered symptoms including, but not limited to inflammation, groin pain, hip pain, loosening of device, and problems sitting, standing, and walking.